Manufacturer narrative:
The pod was received with the formed needle visible through the exposed soft cannula. Linkage assembly was found fully retracted from external view. Internal corrosion was noted in the received device, near the bottom and top batteries. The pod download data could not be retrieved because the microprocessor was found detached from the pcb due to the post-use damage. No determination could be made on insulin delivery or hazard alarm during operation, without the download data. After opening the top housing, the formed needle was found not seated in the slide retract. Internal components such as reservoir, mechanism rails, linkage assembly, slide retract, slide insert, and ratchet gear were found damaged. During fluid path test, fluid was found leaking through the bottom portion of the damaged reservoir. This was the source of fluid leakage that caused internal corrosion. Al the three batteries were measured to be low. No exterior damage was observed on the device. The timing and the cause of the internal damage could not be determined. Due to this, it was not able to accurately assess the internal components or determine their state when the pod was worn. The actual cause of the reported events of needle mechanism failure and cannula not sure properly inserted at the infusion site could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient added that cannula did deploy but did not insert into the skin. The pod was worn for less than one hour and there was no reported impact to patient's blood glucose levels.